Manufacturer narrative:
Importer complaint number (B)(4). Manufacturer complaint number (B)(4). As the product was injected into the patient, it is not available for return. Additional attempts to retrieve the lot number have been made; if retrieved, a follow-up report will be submitted.

Event description:
The patient reported following being injected with 3cc of form in the lips, marionette lines, mental crease, nasolabial folds, and midface. Within 48 hours the patient experienced swelling which was treated with benadryl, pepcid, and prednisone. Then 2 months and 17 days post injection the patient experienced lumps on the lips. Patient visited hcp on (B)(6) 2025, that advised waiting until the product is "out of the system." The lips are discolored, painful, and swelling has spread over the whole face. The product was later dissolved.